Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2014 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient's st. Jude ipg was explanted due to the ipg being defective. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).